Event description:
The manufacturer received information alleging a patient experienced a ventilation service required alarm while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, pilot pressure railed low (e-214), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the system print circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the inline proximal filter was replaced for blockage that was observed and it was unrelate to the reportable issue. The system pca also was replaced to address another error code, proximal pressure railed (e-0217), that was observed on the device's error log and was unrelated to the reportable issue.